Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be released; however, the band got stuck on the tip of the ligator head and failed to deploy. The same issue occurred with the other two speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be released; however, the band got stuck on the tip of the ligator head and failed to deploy. The same issue occurred with the other two speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 09, 2019. It was reported that the anatomy location is upper gastrointestinal (gi). The procedure was completed with this device and part of another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device.